Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system and similar incident query for this product was not performed since the part and lot number were not reported. The reported patient effect of thrombosis is listed in instructions for use (IFU) hi-torque guide wires, as a known patient effect(s) of the procedure. It should be noted that the hi-torque guide wires ce FDA IFU states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it is unknown if the reported IFU violation caused or contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported patient effects of thrombosis, and the relationship to the product, if any, cannot be determined. However, the reported treatment appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event estimated. The unique device identifier (UDI) is ¿ni¿ because the part number was not provided. (B)(4). Article title "transcatheter patent arterial duct closure n premature infants: a new technique to ease assess to the patent arterial duct, with particular benefit for the tricuspid valve". The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device and patient effects referenced are filed under separate medwatch report numbers.

Event description:
The prospective study described the evolving techniques of advancing guide wires through the right heart to avoid tricuspid valve damage in transcatheter patent arterial duct closure in premature infants. Hi-torque pilot and spartacore guide wires were used with torqvuetm lp delivery systems and amplatzer piccolo occlusion devices. Prior to the new technique the guide wires may have been related to chordal rupture / leaflet tears resulting in tricuspid regurgitation. With the pilot guide wire, the chordal damage may have resulted from the wire wrapping itself around the chordae or as a result a mismatch of size between the guide wire and the torqvue delivery system. Additionally one patient who underwent the new technique had a renal vein thrombosis which resolved with medication. The link to the pilot guide wire was not reported. Specific patient information is documented as unknown. Details are listed in the attached article, titled "transcatheter patent arterial duct closure n premature infants: a new technique to ease assess to the patent arterial duct, with particular benefit for the tricuspid valve".